Manufacturer narrative:
Continuation of concomitant products: addrl1 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The lead remains in use. No patient complica tions have been reported as a result of this event.